Event description:
The physician inserting the device was a second year resident. During insertion, the doctor was unable to advance the coil to the proper length. The doctor was instructed by the sales rep on what to do. After realizing that the device was not going to be in the right position, the doctor was instructed to remove the device by uncoiling it. After several attempts, the device would not release and had to be cut out. The doctor was unable to remove the tip of the device which was left in the patient. No harm to the patient.